Manufacturer narrative:
This report is submitted on may 12, 2020.

Event description:
Per the clinic, the patient experienced tenderness and discomfort at implant site due to strong magnet retention. It was reported that the patient was seen for revision on (B)(6) 2020 (type of revision not reported). Additional information has been requested but has not been made available as of the date of this report.